Manufacturer narrative:
The customer provided discrepant results for an additional patient sample: the initial result was 93.6 pg/ml. The sample was repeated twice with results of 91.10 pg/ml and 74.5 pg/ml. The suspect medical device was updated to the reagent. The customer stated when they changed to a different reagent lot (640989) the issue was resolved. The customer repeated 7 or 8 patient samples and the results were reproducible. Relevant fields of sections d and g were updated. The e801 module serial number was (B)(6). For the patient samples run on (B)(6)-2022 and (B)(6)-2022, the customer repeated these samples as he did not trust the initial results. Calibration and qc were acceptable and do not show a reagent or instrument problem. The customer uses a clotting time of 20 minutes. This clotting time is too short as the minimum clotting time is 30 minutes. During a review of the alarm trace data, 65 sample clot alarms were observed in aug-2022 and sep-2022. This suggests a sample quality issue. Based on the information provided, a clear root cause could not be identified. A general reagent issue can be excluded. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs ) on a cobas e801 module. The initial result was 25.9 pg/ml. On (B)(6) 2022 the repeat was 9.63 pg/ml. A new sample was obtained and the result was 6.31 pg/ml. The questionable high result was not reported outside of the laboratory. After the initial point of contact, the customer provided discrepant results for an additional 2 patient samples. On (B)(6) 2022 sample ID (B)(6) initial result was 41.10 pg/ml. The sample was repeated 5 times with results of 37.50 pg/ml, 35.70 pg/ml, 35 pg/ml, 33.50 pg/ml and 34.20 pg/ml. On (B)(6) 2022 sample ID (B)(6) initial result was 141 pg/ml. The sample was repeated 7 times with results of 116 pg/ml, 101 pg/ml, 89.20 pg/ml, 86.90 pg/ml, 82.70 pg/ml, 76.70 pg/ml and 74.10 pg/ml. It is not known if any questionable results were reported outside of the laboratory for these 2 patient samples. The troponin t hs reagent lot number was 56640901 with an expiration date of dec-2022.